Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of the returned sample.; 213 is based upon dimensional testing of the returned sample. One 8fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the locator. The carrier tube and header bag returned as well. The temperature sensor on the header bag was triggered upon receipt. Blood like substance was observed on the returned components. The arteriotomy locator was found to be mated with the sheath. No outward signs of damage or deformation were identified on the returned components. Blood inlet holes were properly aligning. Carrier tube assembly was returned unused. For functional testing, the sheath and locator assembly was tested for blockage in the locator by flushing water and normal flow was observed. For dimensional testing, the outer diameter of the locator was measured to be 0.106'' which was within the specification of 0.090'' +0.002''/- 0.001''. Inlet holes were measured and found to be 0.057" which was within the specification of 056" +.002"/-0.002". Outlet hole was measured and found to be 0.050" which was within the specification of 049" +.002"/-0.002". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the returned device, the complaint could not be confirmed for blood flow issue as no flow issues were experienced during the functional testing of the locator and hemostasis assembly. Likely cause could be that the locator and hemostasis assembly was not inserted into the artery until the blood inlet hole completely exposed into the artery. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implant date (2021 reports): implanted date: device was not implanted. Explant date (2021 reports): explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The device was then removed and replaced with another angio-seal device to continue the hemostasis procedure, and the hemostasis was successfully achieved. There was no health damage. The blood loss was less than 250cc's. The procedure before deploying the device was thrombus aspiration. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.